Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; (B)(4).

Event description:
It was reported that it sometimes took 2 to 3 touches of the stylus pen on the programmer display screen to change programming. It was noted that it happened intermittently. The stylus was changed out twice but that did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that it sometimes took 2 to 3 touches of the stylus pen on the programmer display screen to change programming. It was noted that it happened intermittently. The stylus was changed out twice but that did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm that the stylus would not consistently select from the screen and therefore the media processing unit was replaced. Analysis also found the system fan to be noisy and it was also replaced. Product ID 2067l, radiofrequency programmer head; (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.